Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported to philips that the device is locked up. The patient was involved but there was no adverse patient impact.

Manufacturer narrative:
.

Event description:
The customer reported to philips that the device is locked up. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heart-start xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290